Event description:
It was reported that a large flexnav delivery system was selected for a procedure on (B)(6) 2024. The device was prepared per IFU. Upon insertion into the patient, it was observed that the radiopaque tip made contact with calcification in the vessel and created a 1mm space between the nosecone and valve capsule. The tip of the capsule formed a flare shape and could not be advanced further into the vessel. The device was removed from the patient and replaced with a new large flexnav delivery system. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of advancement difficulty and valve capsule damage was reported. The device was returned to abbott for investigation. The investigation found kinked inner shaft at two locations, next to the nosecone. The tip of the valve capsule was observed to be slightly flared. No other anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause of the reported advancement difficulty appears to be related to patient condition (calcification at the access site). The reported flared valve capsule and observed kink of the inner shaft are consistent with damage during use. There is no indication of a product quality issue with respect to manufacture, design, or labeling.